Event description:
It was reported that the device is running load at 300ml per hour. Force sensor test error was found. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Top case was found cracked by the right bottom corner. Force sensor test was found in pump event history log. Power up test was able to find force sensor test error during the test. The root cause of the reported issue was found to be contamination that was found inside plunger assembly. Actions were taken to mitigate the reported issue: replaced the whole plunger assembly, plunger tube and plunger also cleaned, greased the whole motor assembly for preventive of pump running loud .